Manufacturer narrative:
Product analysis confirmed the break in the shaft. The balloon was returned in the manufactured profile. No damage or raised material was present at the distal tip. Blood was present on the outside of the balloon and on the hypotube shaft. All three blades were intact to the balloon surface with no damage present. A break was observed in the hypotube shaft approximately 300mm from the end of the strain relief and 1120mm from the end of the distal tip. A bend was present on the hypotube shaft 1110mm from the end of the distal tip. A 0.014" wire moves freely indicating that no damage was present to the distal tip, therefore, no cause for the resistance felt when the device was introduced was determined. As the kink occurred proximal to the femoral markers, this would not have caused the resistance inside the guiding catheter. A device history records review has been carried out on the reported lot eg0343 where no deviations in relation to this complaint were noted for the batch. No root cause can be determined.

Event description:
It was reported that during a procedure, the peripheral cutting balloon was found to be broken. The lesion being treated was located in the moderately tortuous, mildly calcified, 90% stenotic anterior tibial artery. Resistance was noted during advancement, so the peripheral cutting balloon was removed. As the peripheral cutting balloon was being removed from the body, it was noted to be broken, but the entire product was removed safely from the body with no complications. The procedure was completed with a symmetry balloon.